Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens could not fully investigate this event as the customer did not provide the system log files from 20-mar-2021. There is no indication of a potential performance issue with the instrument or the reagent. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low free light chains, type kappa (flc kappa) result was obtained on a patient sample using a 1:100 dilution on a bn ii system using n latex flc kappa reagent. The sample was then repeated two more times using a 1:20 dilution, also recovering falsely low. None of the discordant results were reported to the physician(s). Two days later, the sample was repeated using a 1:2000 dilution, recovering higher. This higher result was reported, as the correct result, to the physician(s). A discordant, falsely low free light chains, type lambda (flc lambda) result was obtained on the same patient sample on the same bn ii system using n latex flc lambda reagent. The discordant result was not reported to the physician(s). Two days later, the sample was repeated for flc lambda, recovering higher. This higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low flc kappa and flc lambda results.